Event description:
Covidien received information that, during patient use, the ventilator went inoperative. The device was removed from the patient. There was no harm to the patient reported.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run extended self tests (est) and as a precautionary measure, replace the inspiratory printed circuit board (pcb). The customer notified covidien that the ventilator passed est and the inspiratory pcb will be replaced as a precautionary measure. (B)(4).